Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side "sudden deflation". The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, one opening curved on the radius, brown particles in the fill channel and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: one opening striated on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - one striated opening due to surgical damage.

Event description:
The device has been explanted.